Manufacturer narrative:
One (1) smallbore extension set in open packaging was returned in connection with this complaint. Also, a photo of one (1) female luer lock connector was provided. The sample and photo were visually inspected, and an embedded black particle was discovered on the female luer lock connector. The particulate was measured to be approximately 0.40 square millimeters in size. The set was then physically tested per specification with passing results. Incidents of embedded contamination are normally attributed to degraded/burned material that may have become trapped in the vents at the time the part was molded. Although the defect was confirmed, the particulate did not affect the product's form, fit, or function. In addition, a review of house retain samples for lot 0061594045 did not identify any further particulates or additional defects. No adverse trends related to this issue have been identified. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "when the user opened the product to use, they found a black particle in the cap connected to the extension tube." No injury reported.